Event description:
Caller reported that pt's blood glucose levels have been high for the past two hours, so they changed infusion set tubing, infusion site, and cartridge, then a cartridge/adapter alert was generated by the device. During phone troubleshooting, it was discovered that the insulin cartridge had broken inside the insulin cartridge chamber. No treatment was received.